Event description:
Reporter noted corneal burn occurred; converted to extra-capsular cataract extraction to complete procedure and covered wound with conjuctival graft. Patient reportedly recovering well.